Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the patient was noted to have friable ventricular tissue, likely contributing to the apex tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
While closing the apex post sheath removal in a ta tavr procedure, a suture tore through the apex and the patient was placed on emergent cpb. The chest was opened and the ventricle was repaired with a patch. The patient was on cpb for 90 minutes. Seven units of prbc's and 2 units of platelets were given. The patient was hemodynamically stable upon transfer to the ICU. The surgeon noted the primary reason for the apex injury as friable ventricle, as numerous tears were observed. The surgeon also confirmed sutures came out in multiple places. Additional information reveals the patient passed away 11 days post procedure. The post procedure tee showed the valve sitting in a good position with no paravalvular leak (pvl). The patient was extubated on postoperative day (pod) 2. On pod 2, the patient had two episodes of asystole requiring acls including chest compressions with spontaneous return of circulation. Echo performed at that time confirmed the valve appeared to be properly seated. The patient was re-intubated and placed on multiple pressors. The patient continued to have respiratory failure as well as decreased heart function. The patient remained intubated until pod 8. The patient was extubated, however, his health and mental state continued to decline. The family decided to place the patient on palliative care. The patient passed away later that day.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the patient was noted to have friable ventricular tissue, likely contributing to the apex tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
While closing the apex post sheath removal in a ta tavr procedure, a suture tore through the apex and the patient was placed on emergent cpb. The chest was opened and the ventricle was repaired with a patch. The patient was on cpb for 90 minutes. 7 units of prbc's and 2 units platelets were given. The patient was hemodynamically stable upon transfer to the ICU. The primary reason for the suture tear was friable ventricle. The surgeon reported numerous tears, confirming sutures came out in multiple places. Additional information reveals the patient passed away 11 days post procedure. The cause of death is unknown at this time, as no additional information has been provided.